Event description:
It was reported that during follow up, a stored alert for high, out of range hv lead impedance was observed. Pocket encapsulation was suspected. Slight decrease in sensing was also noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.